Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. However, the returned product confirmed that there was stent damage. The lesion in the ostial left anterior descending artery was predilated with difficulty due to tight lesion stenosis and the tortuosity of the vessel. A 2.5mm and a 3.0mm voyager balloon was used. The taxus express2 3.0x16mm drug eluting stent could not cross the lesion. The procedure was completed with a 3.0x15mm mini vision stent. No pt injuries or complications were reported.